Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an ear cleaning procedure, the exposed electrode lead got caught and the active array was pulled from the cochlea. The user had very good performance with the device prior to the cleaning procedure. Re-implantation was performed on (B)(6) 2021.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to being accidentally being pulled out of cochlea during an ear cleaning procedure. Reportedly, the electrode lead has extruded into the external ear canal already two years prior. During device investigation damage to the active electrode caused by device minute mobility was found; likely caused by manipulation during the ear cleaning procedure. In situ measurements whilst implanted show the device, apart channel 12, working within specification and hearing performance before the ear cleaning was reportedly good. This is a final report.

Event description:
During an ear cleaning procedure, the exposed electrode lead got caught and the active array was pulled from the cochlea. The user had very good performance with the device prior to the cleaning procedure. Re-implantation was performed on (B)(6) 2021. A device with a custom made electrode was used to prevent a new migration.